Event description:
During remote follow-up under-sensing, decreased sensing, and oversensing were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.